Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 1-2 seconds, contrast agent exited from the front side of the balloon which was near the joint part with the shaft and the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: mustang 10.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 14 atmospheres for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 14 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 14 atmospheres. No issues were noted with the tip section of the device. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 1-2 seconds, contrast agent exited from the front side of the balloon which was near the joint part with the shaft and the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.